Manufacturer narrative:
The system and instruments were evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system and instruments were fully functional. Per discussion between the medtronic representative and site staff issue was believed to be caused by poor registration technique since subsequent uses of the system showed no anomalies.

Event description:
A site representative reported that while in an ent case, the surgeon felt inaccurate using the landmarx evolution system. The site representative could not provide any more details other than the surgeon felt several mm inaccurate. The surgeon continued the surgery with the use of the navigation system. There was no impact on the pt outcome.